Event description:
It was reported that during the implant procedure, the lead was unable to be inserted into the pulse generator header. The pulse generator was not used and a new device was implanted. No adverse consequences occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Final analysis found that the ventricular contact spring was in the distal part of the connector cavity and misshapen. The reason for this could not be determined. This prevented the ventricular lead from being fully inserted into the ventricular connector cavity.